Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was wearing the infusion set for 3-5 days and the cartridge for 5 days. Tandem clinical support informed customer that wearing the infusion set for 3-5 days, and the cartridge for 5 days. Is off label per the tandem user guide. Customer¿s blood glucose level was 310-320 mg/dl.